Manufacturer narrative:
(B)(4). The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The complaint device was returned and the reported bent dc (delivery catheter) shaft was confirmed via returned product analysis. The reported difficult to position the cds could not be confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. The sleeve key bond was observed to be intact, and no external damages were observed on the device. The actuator assembly was removed, and a 24 degree bend in the actuator mandrel was observed. Potential causes for dc shaft bends resulting in difficulty positioning the cds can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the cds properly curved and the dc straightness met specification. With respect to the patient condition, procedural conditions and/or user technique, dc shaft bends may be influenced patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. The analysis did confirm that the dc shaft was bent, which resulted in the device being out-of-specification for the straightness verification test. The most probable cause for this being out-of-specification is likely due to the bend in the actuator mandrel. Based on the information reviewed, there is no indication of a product deficiency. Evaluation summary: it is possible that there may have been some external forces acting on the device (e.g. Due to natural patient anatomy) during the procedure, causing the actuator mandrel and dc shaft to bend. This type of damage can further result in abnormal movement / deflection of the device during positioning attempts, however this could not be confirmed based on the information provided and the returned device analysis. Based on the information reviewed, a definitive cause for the bent dc shaft resulting in difficulty positioning the cds cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device.

Event description:
This is filed as the clip delivery system curved in an unexpected direction while in the left ventricle. Although there was no adverse patient effect, if this were to recur, it has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, the preparation of the clip delivery system (cds) was performed as per the instructions for use without any problems. While the cds was in the left ventricle, the clip curved in the anterior position and it was not possible to position the clip under the leaflets. All steering knobs were in the correct position. The device was removed. There were no reported problems noted with the steerable guide catheter. The procedure was completed with the implantation of two clips reducing the functional mitral regurgitation grade from 3-4 to 1-2. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided.